Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced twiddlers syndrome, as confirmed via x-ray. As result, this left ventricular (lv) lead dislodged and migrated into the surgical pocket leading to noisy signals and elevated pacing thresholds. A revision was performed wherein this lv lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.